Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the procedure, the tissue moved forward while trying to apply the clip, which resulted in damage to the tissue. Some clips were applied and closed crosswire. During this period cross clips were taken off and reapplied. The clips fell into the patient's cavity and were retrieved by hand instruments. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).